Event description:
Customer reportedly obtained results of 310mg/dl, approximately 150mg/dl, and approximately 150mg/dl on the advantage system within 10 minutes. No action taken on device results, customer took normal amount of insulin. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.